Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head, while being used with a video processor, displayed a communication error (error number unknown). Additionally, when the camera head and video processor were connected, the screen turned green, and no images were displayed. The image was restored by replacing the scope and the procedure continued. The therapeutic video-assisted thoracoscopic surgery (vats) was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was not returned to olympus for inspection. Therefore, the customer's reportable malfunction, including the existence of new failure events, were unable to be identified and/or confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a probable cause or a definitive root cause that led to the malfunction was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head, while being used with a video processor, displayed a communication error (error number unknown). Additionally, when the camera head and video processor were connected, the screen turned green, and no images were displayed. The image was restored by replacing the scope and the procedure continued. The therapeutic video-assisted thoracoscopic surgery (vats) was completed. There were no reports of patient harm.